Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that since having the implant the patient had three to four operations for kidney stones and her bladder. The patient had to turn the implant off and had not used it for a while. Every time the patient turned it on it caused her to wet herself. A loss of therapy was noted. The patient had been having trouble with her back and couldn¿t get therapy to work right. The patient adjusted therapy and was getting stimulation on the left side but nothing on the right side when she was standing up. When the patient was sitting down all the feelings were going on the back of the legs and down. If the patient turned to the right it was like someone turned it off. The patient discussed with her primary care healthcare professional (hcp) about removing the device because she lost a lot of weight, it was on the skin, and if she accidentally bumped her hip or something she could feel it. The patient asked her primary care hcp if he would give her a referral to the pain management hcp and the primary care hcp said no, not until a manufacturer representative (rep) was contacted about programming the device to see if it works. The patient noted that she once waiting for one hour and fifteen minutes about seven to eight months ago at the primary hcp and the rep missed her. The patient had tried adjusting the setting. The right side was where the patient was having all the pain and she kept getting an electrical shock to the point that it could knock her off her feet. It was noted that the patient had recent medical tests/electromagnetic interference exposures referring to the operations. The patient was redirected to follow-up with the hcp to call and invite a rep. The issue was reported to have begun in (B)(6) of 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient missed the appointment with the manufacturer's representative (rep) and the rep stated that they called the healthcare provider (hcp) office three times and they were hung up on. The patient stated that isn't true, the rep tried to set up another appointment and the patient had to cancel it, as they were getting a heart catheter installed. The patient stated that they have never gotten an appointment scheduled, and their hcp won't get them an appointment at a pain clinic until they have an appointment with the rep. The patient also reported that when their device is bumped it makes them go through the roof with pain. The patient stated that they have discussed getting the device removed. The patient was provided the number for a pain clinic, but the patient declined as their hcp wants the patient to be reprogrammed. No steps were taken to resolve the stimulator being too close to the skin. The patient turned the device off because it was causing them to wet themselves. The patient also reported their weight at the time of the event.